Event description:
In2009, the patient reported that when the piston rod of her insulin infusion device returns during the change the cartridge procedure, the "piston rod's not down far enough." She stated she had the same issue with a prior device. She said that today she received an e4 (occlusion) message on her device when she had about 10 units of insulin remaining in the cartridge. When she checked her device, she noticed the cartridge was empty and there was insulin inside th cartridge chamber. A request for additional training was sent. The patient was advised to switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.